Manufacturer narrative:
Analysis: the subject crt-d talentia was implanted on (B)(6) 2026. Analysis of the provided data confirmed the reported event: on the interrogation file dated on (B)(6) 2026, on the screen ¿arythmies ventriculaires¿, it is written ¿diagnostic et thérapies du on (B)(6) 1970 au on (B)(6) 2026¿. The start date of follow up displayed is based on statistics reset date. At the 1st interrogation of the device, no reset date had yet been set, therefore the start date of follow up is invalid at the time of implantation detection. This invalid date is wrongly displayed by the programmer as on (B)(6) 1969 (or (B)(6) 1970, depending on the computer¿s time zone). The reset of statistics data was performed on (B)(6) 2026 at 12:32, when implantation was manually confirmed by the physician. Therefore, at the next in-clinic follow-up, the start date of follow up should be correctly displayed. Based on available data, the battery curve doesn't show any anomaly. The slight and temporary battery drops are explained by the battery reforming's (charge at 34j) that occur every 6 months. The battery voltage is measured at 3,10v on (B)(6) 2026, which is superior to 3v. Based on available data, no issue is suspected on the subject crt-d talentia. The root cause of the reporting event is a software issue of the smartview modules. This case is retained for trending purposes.

Event description:
Reportedly, during the implantation of a defibrillator model 3844, while interrogating the device, I noticed a battery voltage of 3.10 v for this new unit that had been stored at the center. In the device¿s memory, there is a battery curve recorded since the device left the factory, which indeed appears lower than expected from the outset, with three recorded charging events. Additionally, the date on (B)(6) 1969 also appears in the logs. Since the battery voltage was above 3 v, the decision was made to implant this defibrillator.